Event description:
Date of event is unk. Boston scientific corporation was informed that during a procedure, there were four clips already got deployed when they came out of the sheath. The procedure was completed with another of the same device with no patient complications involved. The patient's status was reported as "ok". Note: this complaint is the one of four devices used in the procedure. Refer to MFR 3005099803-2009-00676, 3005099803-2009-00680, 3005099803-2009-00681 for other related report.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.